Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 433 mg/dl at the time of incident. The customer treated with novalog with needles. The customer was assisted with 5.0 unit fixed prime and insulin exited. The customer declined to troubleshoot for high readings. The insulin pump will be returned for analysis.